Manufacturer narrative:
Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.

Event description:
A site rep, MRI tech, reported that while in a cranial resection procedure, the navigation system became unresponsive after loading the registration step in the software. The site rep stated that the screen came up and images were visible, however, the navigation system did not respond to mouse movement, mouse clicks or to ctl+alt+backspace. A hard re-boot returned the system to normal functionality. The surgeon completed the procedure with the use of the navigation system. There was no impact on pt outcome.